Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch area pacing (lbbap) lead exhibited t-wave oversensing (twos), p-wave oversensing (pwos)/cross chamber oversensing that resulted in inappropriate high voltage therapy. It was noted that during the implant while slitting the catheter the lbbap slack came out of the lead and no oversensing was observed at implant. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing that also resulted in inappropriate high voltage therapy. The lbbap lead was explanted and replaced with an right ventricular (rv) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.